Event description:
It was reported that it got infected within a week after placement. The patient noticed a couple days after it was done. In (B)(6), they cleaned out the back of neck for blood clots and stuff, the patient was not sure what they did in (B)(6). The patient¿s health care provider (hcp) confirmed the patient developed a wound infection at cervical wound. The patient underwent clinical wound management, (B)(6) 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3550-39, lot# n356353, implanted: 2014 (B)(6); product type accessory product ID 3986a, lot# n370284, implanted: 2014 (B)(6); product type lead. (B)(4).